Event description:
The pt's father reported, the pt's blood glucose measured 180 mg/dl on (B) (6) 2010 at 10:10 pm and the pt bolused through the infusion device. At 2:00am on (B) (6) 2010, the pt's blood glucose measured 333 mg/dl and the pt bolused 2 units of insulin through the infusion device. At 3:00am, the pt's blood glucose measured 238 and at 8:30am his blood glucose measured 53 mg/dl. His normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.